Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 46mg/dl, 161mg/dl. Tests were done within < 10 mins with a difference of 99%. Pt did not experience any adverse events. No further info has been reported.